Manufacturer narrative:
(B)(4). The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator failed oxygen sensor calibration. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.